Manufacturer narrative:
Further information was requested but not received. UDI not available as product was manufactured on or before september 23, 2014.

Event description:
It was reported that the right ventricular lead was oversensing. No additional information was reported.